Manufacturer narrative:
The reported serial number could not be matched to the reported device. Therefore, device manufacture date is unknown at this time. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure of a hepatic cellular carcinoma performed on (B)(6), 2009 (patient over 18 years old). According to the complainant, during the procedure, the generator would not reach maximum power. The unit stopped increasing at 80 watts. The procedure was completed with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.